Event description:
It was reported by the patient that few months ago she was prescribed flonase due to her allergic reaction to adhesive. The customer stated she was using omnipod dash when this happened. The customer also stated she stopped using flonase as she thought it was not too effective.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.